Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the implant had formed a small hernia-like ball on the cylinders which led to the implant being removed.

Event description:
According to the available information, non-functional penile implant coloplast 18+2 implant out of order, bilateral lateral hernia on each cylinder, malfunction with difficulty of inflation.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. An aneurysm was noted on the bladders of cylinder 1 and cylinder 2. These were not sites of leakage based on examination, it was concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 1 and cylinder 2. This pressure, in combination with device usage, could contribute to sufficient stress (s) to separate the bladder at this site. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no non-conforming reports or CAPA's that were confirmed to be associated.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, non-functional penile implant coloplast 18+2 implant out of order, bilateral lateral hernia on each cylinder, malfunction with difficulty of inflation.